Event description:
Upon completion of the second biopsy site in the right breast, a clip was being placed to mark the area if pathology indicates further excision. The us tech who deploys the clip into the breast under the supervision of the radiologist, had to pull back with more effort than usual. The patient had a mammogram to document clip placement; only 1 clip was visualized on the mammogram. The radiologist noticed this, but determined the second clip had not been deployed into the breast tissue (this was a correct assumption as the pledget containing the clip was later found inside the probe). Physician examined the catheter and found the tip of it was gone and so it must be inside the patient's breast. The sales rep came to facility twice the week after the event to talk to physicians and she reviewed the proper way to inject the clip; when the clip is deployed according to manufacturer's instructions, the issue that we experienced will not happen. However, because our experience was not the first--mammotome has redesigned the equipment so the procedure can only be done the correct way. Follow-up: physician re-imaged the rt breast and report indicates he can see the echogenic structure at the biopsy site compatible with the "fractured device." Physician gave the patient the option to remove this from her breast through an ultrasound biopsy, and also informed her that it would probably be fine to leave it in place because there is no data about a problem. The patient knows that if at any time she wants this removed, it can be scheduled. Patient is fine with leaving it in her breast and is scheduled for a 6 month follow-up to assess the stability of the biopsied lesions.manufacturer provided rga for return product evaluation and also provided instruction to staff and physicians.